Event description:
The ge oec 9800 fluoroscopy system lock-ed up during procedure and had to be re-booted to recover and complete the case. The customer also noted that there is burn-in on the "live" monitor. No pt injury was reported.

Manufacturer narrative:
A ge oec service rep investigated the issues and removed and replaced the left monitor for the burn-in issue. The system lock-up was traced to the generator interface pcb (gib). The gib was also removed and replaced, the system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.